Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female who underwent breast augmentation with a 425cc mentor memorygel breast implant left sided rupture post procedure. The rupture was confirmed by mammography. As a result, the device was explanted on (B)(6) 2019.

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/16/2019. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additional information was received on (B)(6) 2019. In addition to the left sided rupture already reported, bilateral capsular contracture was also present. The left sided capsular contracture was baker's grade IV. The right sided capsular contracture was baker's grade ii. This report relates to the left prosthesis. See (B)(4) for contralateral prosthesis report. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4) on 5/20/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/20/2019. Device evaluation summary: according with the information reported the patient experienced a rupture and capsular contracture of the breast implant. During analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, the mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. A possible cause for the condition reported is due to excessive force to the chest, trauma, compression during mammographic imaging, and capsular contracture. The reported complaint of rupture was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Manufacturer¿s reference number: (B)(4).